Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the station communication issue. A technical support specialist (tss) dialed into the server and verified that the station¿s last upload was current. The tss ran the pick and delivery report and identified two medication identifiers with zero current inventory. Upon checking the manage inventory and inventory report, both identifiers still showed zero current count. An error was found in the station data synchronization log, but it occurred only once. After that, no further errors appeared, and the station began communicating properly. The tss found no issue. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the station previously indicated a need to refill certain items that were already sufficiently stocked. Additionally, some items were registered as replenished twice during a single pull. The customer stated that this malfunction caused a delay in dispensing the medications to the patients. However, there were no adverse events or injuries reported based on this event.